Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left anterior descending artery. A 2.5 x 18 mm xience xpedition could not cross the lesion and the proximal shaft kinked. When the device was removed from the anatomy, the hypotube separated. The separation occurred outside the anatomy so the device was easily removed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft kink and separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.